Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump system was slow. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had hardware low level failures alarm during self test. Customer was able to clear the alarm and able to complete insulin pump rewind. Troubleshooting was declined. The device will not be returned for analysis.